Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels in the 50 mg/dl range; cause was unknown. Customer consumed carbohydrates to address low bg. Additionally, it was reported that the customer experienced ongoing intermittent elevated bg levels of 575 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.